Event description:
As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. The procedure was completed with another unknown device. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The intended procedure was an angiography case. The issue was discovered during prep the device was not used in the patient. The device was pulled from the packaging by the hub. The device was not torqued or steered by the hub. There was no excessive force applied. The device was stored and prepped in accordance with the instructions for use. There were no damages to the device packaging prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h10. As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. The procedure was completed with another unknown device. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The intended procedure was an angiography case. The issue was discovered during prep and the device was not used in the patient. The device was pulled from the packaging by the hub. The device was not torqued or steered by the hub. There was no excessive force applied. The device was stored and prepped in accordance with the instructions for use. There were no damages to the device packaging prior to opening. A non-sterile catheter ¿6f .070 xb 3.5 100cm¿ was received for analysis. The unit was inspected focusing on the luer hub observing and a crack line was observed. No other outstanding details were observed. The luer hub was connected to a syringe to with torquing tension applied revealing the cracked condition. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Storage and handling factors are potential causes. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. There were no reports of patient injury. The health care provider was able to identify this little hole because there is leaking of water from that hole. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. There were no reports of patient injury. The health care provider was able to identify this little hole because there is leaking of water from that hole. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿luer hub-cracked¿ could not be confirmed. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. There were no reports of patient injury. The health care provider was able to identify this little hole because there is leaking of water from that hole. The device was not returned for evaluation.

Manufacturer narrative:
In previous final report (report # 9616099-2024-00133) submitted, section g3. Date received by manufacturer is supposed to reflect date of 03-may-2024.

Manufacturer narrative:
Complaint conclusion updated due to updated pe: as reported, there was a little hole in the connecter part of a 6f .070 extra backup (xb) 3.5 100cm vista brite tip guiding catheter. The procedure was completed with another unknown device. There were no reports of patient injury. The health care provider was able to identify the little hole because there was leaking of water from that hole. The intended procedure was an angiography case. The issue was discovered during prep, the device was not used in the patient. The device was pulled from the packaging by the hub. The device was not torqued or steered by the hub. There was no excessive force applied. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages to the device packaging prior to opening. A non-sterile catheter ¿6f .070 xb 3.5 100cm¿ was received for product evaluation. The unit was inspected thoroughly, focusing on the luer hub, which was observed with a crack line. No other outstanding details were observed. Functional analysis was performed to the returned unit. The luer hub was connected to a syringe to apply torquing tension, revealing a cracked condition. A flushing test was performed, where a cracked condition was noted on the hub, thus a leakage was observed through the damage noted. No air or air bubbles were observed during the flushing test. No air bubbles were observed in the syringe nor the water that came out of the distal tip. The test results after attempting to aspirate (pull fluid back into the syringe) were negative for air or air bubble presence. Scanning electron microscope (sem) analysis was not performed because the damages associated with the crack are visible with the magnification obtained with the vision system. Per microscopic analysis, the cracked area on hub presented evidence fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the hub material was induced to a tensile force that exceeded the hub material¿s yield strength prior to the crack. The reported event of ¿luer hub-cracked¿ was confirmed through analysis of the returned device. However, the exact cause of the observed damages could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is likely that procedure/handling factors may have contributed to the condition experienced as evidenced by the fatigue striations found during microscopic analysis. This characteristic is commonly associated with separations caused by material tensile overload. Therefore, it is likely that the hub material was induced to a tensile force that exceeded the hub material¿s yield strength prior to the crack. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.